Manufacturer narrative:
This event is currently under investigation under zimmer biomet complaint number (B)(4). The device was returned to the medicrea facility for evaluation; however at the time of this report the investigation has not been completed. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the graft was getting stuck. It was reported that there was no risk to the patient. Follow up was conducted but no additional clinical information was received.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint (B)(4). This medwatch is being filed to relay additional information from device evaluation performed at medicrea. On (B)(6) 2018, it was reported that the graft was getting stuck. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. Product review of the meshgraft ii by medicrea on april 25, 2018 revealed that cutter and side plate was damaged. Repair of the meshgraft ii was performed by medicrea on may 4, 2018 which included replacement of the cutter and side plate. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per (B)(4). The reported event ¿that the graft was getting stuck¿ was confirmed since during product review it was noted that the cutter and side plate was damaged. While during product review it was noted that the cutter was damaged, it is unknown how this occurred. Therefore, a root cause of the reported event cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.